Event description:
Additional reprocessing methods were inadvertently left out of the initial report. When the user gets a contaminated water test result back on one of their endoscopes, the scope goes into quarantine and will not be used until the customer has a normal water test again. Water tests are done on their washing machines every 3 months. All water tests have looked fine and they have had no problems. When cleaning the scope manually, the customer use a small disposable brush. They use it for the air/water channel, the suction channel and the biopsy channel. It is used 5-10 (or until there is no dirt left). They use cleaning balls to clean the suction channel.

Manufacturer narrative:
The user culture results and additional reprocessing methods were inadvertently left out of the initial report. Please see b5 and b6 for further detail. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy port/suction cylinder at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels and the distal end were sampled and the obtained results were in conformance with the requirements. The device was evaluated by olympus. A cracked scope cover caused water tightness to be lost and the adhesive on the bending section cover has a visible thread. There was a deformed plate, the air/water and suction cylinder were discolored, the suction cylinder was corroded, a shaved control side cover and a deformed connecting tube. Due to a worn angle wire, the bending angle in the down direction did not meet specification. The customer provided the cleaning, disinfection, and sterilization (cds) practices performed onsite. The customer aspirated water through the instrument channel and flushed out both the auxiliary and air/water channels. According to the customer, a pre-cleaning agent had not been used. During manual cleaning, the customer uses detergent 3e-zyme and brushes the instrument channel using a disposable cleaning brush from duomed. For automated endoscope reprocessor (aer) treatment, the customer uses medivators advantage along with detergent medivators intercept oo - rapicide pa part a & b and disinfectant plum hospitalsprit 70 %. The customer stores the scope inside drying cabinet santax medico 015123 endodry. The scope was not sterilized. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred during maintenance. The customer also noted water contamination and worn adhesive. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the reported positive culture.